Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 patient underwent lumbar surgery using rhbmp-2/acs. Per op-notes." We then tunneled a hemovac drain out through the skin with great care taken not to touch any of the implanted portions of the drain to help minimize the chance of infection. Locally harvested bone, run it through the bone mill, as well as bone morphogenic protein and allograft putty was placed posterolaterally in the decorticated regions." No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.